Event description:
The physician reports that postoperatively, the crystalens dislocated and was subsequently explanted and exchanged for a different model iol. Additional info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.